Event description:
The customer reported the ventilator shut down while in use on a patient and then alarmed. The customer reported there was no patient harm. The manufacturer's service technician reported there was no ac mains led when the ventilator was plugged into ac power. During inspection of the ventilator, the service technician reported finding the mains circuit breaker in the off position. The service technician reported the circuit breaker cover had signs that indicated the circuit breaker may have been touched by a user. If the mains ac circuit breaker is in the off position, there is no ac power to the ventilator. If alternate battery power is not available the ventilator will shut down and alarm. Review of the ventilator's diagnostic log showed the device had been running on backup battery power which became depleted during extended use. The service technician verified that the backup battery in use on the ventilator was depleted. The backup battery functioned until it depleted causing the ventilator to shut down and alarm as specified. The service technician placed the circuit breaker into the on position to correct the findings and the ventilator functioned to specifications. Extended self testing was completed and all tests passed per specifications. Due to the age of the backup battery the service technician recommended replacing it but the customer declined. There was no malfunction of the device or backup battery. This event is being reported as a user error. Per the ventilator's operators manual, when the ventilator is powered by backup battery it will generate a nonresetable, nonsileanceable alarm every 60 seconds. During this state, a yellow battery in use led is lit. Operation will continue in this state until the battery capacity is nearly expended. When the battery has only about 5 minutes of operation left, an audible, nonresetable high priority alarm will sound and a red battery low led will flash continuously. When the battery low indicator is flashing red, operation of the ventilator from the battery power should be discontinued. The backup battery will charge when the ventilator is plugged into a viable ac supply.

Manufacturer narrative:
Mains circuit breaker in off position.